Event description:
It was reported that the patient experienced pericardial effusion (pe) and cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed with the patient under general anesthesia. A watchman trusteer access system (was) with the versacross connect were used. During the procedure, a pe was identified. The procedure was subsequently aborted. Heparin was reversed and the patient was monitored. The patient was admitted to the hospital and the patient is expected to fully recover. The patient also experienced cardiac perforation resulting in cardiac tamponade. The patient required a pericardiocentesis and blood transfusion. The physician believes that the perforation occurred during transseptal puncture (tsp) when versacross connect with the was was in the body. The patient was discharged.

Manufacturer narrative:
Detailed product information and product return availability were not provided to bsc. A good faith effort to obtain the information is in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional information is received or the investigation is complete, a supplemental medwatch will be filed. Correction to the initial, MDR in block(s) h6,g4 and aware date.

Manufacturer narrative:
Detailed product information and product return availability were not provided to bsc. A good faith effort to obtain the information is in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional information is received or the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion (pe) and cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed with the patient under general anesthesia. A watchman trusteer access system (was) with the versacross connect were used. During the procedure, a pe was identified. The procedure was subsequently aborted. Heparin was reversed and the patient was monitored. The patient was admitted to the hospital and the patient is expected to fully recover. The patient also experienced cardiac perforation resulting in cardiac tamponade. The patient required a pericardiocentesis and blood transfusion. The physician believes that the perforation occurred during transseptal puncture (tsp) when versacross connect with the was was in the body. The patient was discharged.